Manufacturer narrative:
Device evaluated by MFR.: upon receipt at boston scientific's post market laboratory, the catheter was inspected, no abnormalities were observed. The catheter was functionally testing by inserting a guidewire through the catheter, and the catheter was able to be fully deployed to basket and flower configurations. Flushing of the device through the irrigation line was also tested. Flushing performed as intended in the undeployed state, but not in the basket nor flower state. The catheter was dissected and revealed kinking of the flush lumen, likely causing the flushing difficulties.

Event description:
It was reported that during a pulmonary vein isolation procedure, the farawave ablation catheter was removed after treating the four pulmonary veins and posterior wall of the left atrium. A mapping catheter was placed to check the voltage in the targeted area, and it was determined that additional therapy was needed. Prior to reinserting the farawave ablation catheter into the patient, the healthcare professional noticed that no fluid was flushing from the distal end of the catheter side port. The flush line was then detached, and attempts were made to manually flush the side port with a 20ml syringe. The lumen was completely obstructed as the healthcare professional was unable to flush the catheter. Subsequently, the catheter was replaced, and the procedure was completed successfully. There were no patient complications, and the catheter was returned for analysis.

Event description:
It was reported that during a pulmonary vein isolation procedure, the farawave ablation catheter was removed after treating the four pulmonary veins and posterior wall of the left atrium. A mapping catheter was placed to check the voltage in the targeted area, and it was determined that additional therapy was needed. Prior to reinserting the farawave ablation catheter into the patient, the healthcare professional noticed that no fluid was flushing from the distal end of the catheter side port. The flush line was then detached, and attempts were made to manually flush the side port with a 20ml syringe. The lumen was completely obstructed as the healthcare professional was unable to flush the catheter. Subsequently, the catheter was replaced, and the procedure was completed successfully. There were no patient complications, and the catheter is expected to return for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.